Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device activated by itself inside the tunnel when the activation switch was in the off position. The device was taken out of the service. The hemopro power supply setting was 2.5 per IFU recommendations. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).